Event description:
Journal article received: dynamic hip screws for unstable intertrochanteric fractures in elderly patients-encouraging results with a cement augmentation technique; lee p.-c., hsieh p.-h., chou y.-c., wu c.-c., chen w.-j.; journal of trauma- injury, infection and critical care. 2010 apr; 68 (4): 954-964; reported: a prospective study of the complications and outcomes of cemented dynamic hip screw (dhs) and conventional dhs procedure to treat unstable intertrochanteric fractures in elderly male and female patients. Fifty five patients were treated with cement augmentation; fifty three patients were not treated with augmentation; mean patient age was 81.9 years. The products were reported as synthes (dhs) and stryker-howmedica (surgical simplex p). Four months postoperatively, an 81 year old male who underwent a dhs and cement augmentation experienced side plate breakage. The side plate was exchanged and the fracture showed union four months after revision surgery. Concomitant medical product: polymethylmethacrylate (pmma) bone cement unknown manufacturer. This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Date of event april 2010. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.